Manufacturer narrative:
(B)(4). This ipg serial number was included in a field advisory: 1627487-17262012-002-r, 1627487-12192011-003-r. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient has not used or recharged his ipg in a number of years. The issue was confirmed by the sjm representative that the ipg was unable to communicate with the external devices. Surgical intervention may be pending to address this issue.

Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2016 to remove and replace the ipg which resolved the issue.